Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units power cord cannot be retracted normally. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name, address, and telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse disassembled the retraction mechanism. The fse rearranged the mechanism and the line. The unit passed all factory-specified performance and safety index tests. The iabp was returned to the customer and cleared for clinical use.